Event description:
It was reported that the patient had been feeling ill and thought it was restless legs. The personal therapy manager (ptm) was displaying error code 8476. The patient wasn¿t sure she was hearing the pump alarm because her ears would ring sometimes. It was noted that the patient¿s son could hear a critical alarm. The pump was infusing fentanyl and baclofen (unknown). Additional information received reported that a motor stall occurred. It was unknown if the motor stall recovered. The pump was replaced as a result. The patient¿s status was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 8835, product type: programmer, patient; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), product type: catheter.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated the patient had experienced withdrawal. Explant surgery occurred on (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8835, lot# serial# unknown, product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing. Analysis found the upper shaft wear on gear 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.